Event description:
It was reported that the patient presented with shortness of breath and bradycardia. Upon review, the leadless pacemaker exhibited high capture threshold and loss of capture. The device was explanted and replaced. There were no patient consequences.